Event description:
As reported by the user facility: obstetrical patient - nurse met resistance when removing epidural catheter. Patient was repositioned in a sitting position which had been used to insert the catheter, and anesthesiologist gently pulled on catheter for approximately 90 seconds. He indicated that catheter was stretching. Catheter fractured, leaving approximately 7 cm in patient's back. Will obtain a neurosurgeon consult, x-ray of abdomen and an MRI of the back.

Manufacturer narrative:
The actual device in the reported incident was not returned for evaluation. At the time b. Braun received the facility's report, the remaining portion of the catheter had not yet been removed from the patient and a neurosurgical consult was pending. Without the actual sample, a thorough investigation could not be performed. Multiple attempts were made to contact the facility to retrieve the sample and ascertain additional information regarding the patient outcome, but no response has been obtained at this time. The facility reported that the catheter was being stretched at the time of fracture. This strongly indicates that the catheter was being stressed beyond its design capabilities. Incidents of this nature can occur when a catheter becomes lodged between rigid body structures. However, since the catheter was not returned, no specific conclusions can be drawn. If additional pertinent information becomes available, a follow-up report will be filed.